Event description:
On november 17, 2023, a critical incident involving the ascenciodx covid-19 naat devices manufactured by anavasi diagnostics was brought to the attention of the FDA. The reported malfunctions in these devices raise significant concerns, warranting urgent attention and consideration for a product recall. The following details outline the reasons for recommending the withdrawal of anavasi's product from the market: pervasive device malfunctions: number of malfunctions: six ascenciodx covid-19 naat devices of twelve ordered, identified with serial numbers: (B)(6). Exhibited critical malfunctions. The devices reportedly failed during routine operation, compromising the integrity of diagnostic testing. Their ref number is 1000-00enus. Impact on laboratory operations: business impact: the malfunctions severely impacted icon plc's laboratory operations. With half of the purchased units down, there has been a significant disruption in business processes, causing operational inefficiencies and delays. Failure during positive control test: specific incident: during a positive control test on device no. (B)(6), the device displayed a "malfunction test failed" message. Subsequent scanning of the qr code led to a webpage message indicating a problem with the device and a specific malfunction code (code=10). Communication challenges: lack of resolution: despite collaborative efforts between icon plc and anavasi diagnostics, the malfunctions persist. The ongoing nature of the issue, coupled with the inability to promptly resolve the problem, underscores a significant concern regarding the product's reliability. Negative impact on patient health: delay in diagnoses: the malfunctioning devices jeopardize the timely diagnosis of covid-19 cases, potentially leading to delays in patient treatment and public health management. This poses a direct threat to patient safety and public health, particularly in the context of a global pandemic. Inadequate customer support: delayed resolution: the delayed resolution of the malfunctions, despite assurances of prioritization, reflects a failure in anavasi's customer support and service responsiveness. This lack of timely support further exacerbates the impact on laboratory operations and patient care. Potential violation of regulatory compliance: warranty and return issues: questions regarding the application of the 1-year warranty to the malfunctioning instruments and the provision of return shipping labels remain unanswered. This raises concerns about anavasi's commitment to regulatory compliance and customer satisfaction. Communication to icon plc: inadequate guidance: requests for additional information and troubleshooting suggestions from anavasi diagnostics have not yielded adequate guidance or resolution, indicating a lack of transparency and effective communication. Considering the severity of the reported malfunctions, their impact on patient care and public health, and the apparent inadequacies in anavasi's response, it is recommended that the FDA initiates a thorough investigation into the safety and efficacy of the ascenciodx covid-19 naat devices. The evidence presented strongly supports the need for a product recall to prevent further harm to patients and to uphold the standards of safety and reliability in diagnostic testing. We are unable to validate anavasi's claims. Reference reports mw5148420, mw5148421, mw5148422, mw5148424, mw5148425.